Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing and six inappropriate shock due to six shocks due to atrial fibrillation with rapid ventricular rate, therefore, therapy was exhausted. Technical services consultant recommended control medications due to elevated night heart rates and heart sounds. There were no additional adverse patient effects were reported.